Event description:
It was reported that the user could unlock the ilet device, but the touchscreen did not respond to input, and a crack was observed on the screen of unknown origin. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included troubleshooting with the user and arranging device replacement logistics. Investigation of this case revealed a damaged or cracked display leading to loss of touch responsiveness, consistent with a screen hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen resulting in device malfunction.